Event description:
Caller reported that the insulin gauge on the pump displayed an amount different from the expected 75 units, showing 55 units instead. There was no adverse impact to the customer's blood glucose level. Customer had completed the load process and ensured proper cartridge handling, including using room temperature insulin and avoiding overfilling. Customer declined to load a new cartridge and opted to continue using the current one. Technical support decided to send a pack of cartridges to maintain customer satisfaction, with the customer planning to follow up if necessary.